Event description:
It was reported that (1) device was used during a appendectomy. It was reported by the affiliate that the tsw35 instrument does not fire. Info is not available for how the case was completed. There was no consequence to the pt.